Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: (B) (6)2009; inratio: 5.3; protime 3.7.

Manufacturer narrative:
Medical advisor is in agreement, the assessment comparisons need to be with the lab. Best to stick to one meter for testing and to correlate with lab. Date: (B) (6) 2009; inratio: 6.1; lab: 4.2. No corrective action is required as no product deficiency was established. As of jan 27, 2009, the meter is not expected to return. No further investigation is required at this time.